Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they delivered 5 units instead of .5 units of insulin during a fill cannula. The customer was advised to treat their low blood glucose. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.